Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported and the device was not returned for evaluation. The customer communicated that no additional information will be provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant. It was unknown if the patient was elevated on the transplant list due to a device or therapy related issue.